Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no evidence of burn marks was observed. The sensor plug is fully seated and no issues were observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. A further extended investigation was performed on the returned de-cased sensor. A visual inspection was performed on the returned sensor and the (pcba) printed circuit board assembly. Puck did not observed burnt mark, contamination, component damage or external damage. Black circle print on the sensor was not observed. The dhrs (device history review) for the product was reviewed and the dhrs showed there was no indication that the product did not meet specification, and no anomalies identified. The initial scan was reviewed and sensor state 5 with event code 3 at timestamp 20864 and event code 4 at timestamp 21584 were observed, indicating normal expiration at 14 days and that sensor terminated without any error, the customer successfully obtained readings for 14 days. The current was applied to the sensor to perform accuracy testing, all results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating that the electronics were functioning properly. The passing of accuracy testing is an indication that there were no issues with sensor functionality and electronics, and that the puck was working as intended without any abnormalities. The returned battery was intact with no damage and measured, all results were within specification. The combination of in process quality checks and the fact that the sensor was used successfully for 14 days means that there is no issue with the sensor. There is no evidence of a product malfunction, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "evidence of fire" from their abbott diabetes care device. Customer further details their sensor, "was showing black circle print." There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "evidence of fire" from their abbott diabetes care device. Customer further details their sensor, "was showing black circle print." There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "evidence of fire" from their abbott diabetes care device. Customer further details their sensor, "was showing black circle print." There was no report of smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.